Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As rec'd, the belt failed the pulse lead hi-pot and fall-off tests. The cause of the test failures was unable to be positively identified, but was likely due to an intermittent open white pulse wire in the trunk cable connector. The root cause of the intermittently open wire cannot be positively identified, but is likely excessive force placed on the cable. No adverse event resulted from the damaged belt. The last pt to use this belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, belt (B)(4) failed the pulse lead hi-pot and fall off tests. The last pt to use this belt did not report any deficiencies.